Event description:
The customer reported that the patient had switched from his primary freedom driver to his backup freedom driver when he experienced high fill volumes (see MFR report 3003761017-2014-00110). The customer also reported that when the patient switched to the backup freedom driver, he continued to experience high fill volumes and said he felt "like he does when he has an adrenaline surge and knows he needs to calm himself down." The patient was switched to another backup freedom driver without adverse impact and no longer experienced high fill volumes. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. Although the patient experienced high fill volumes, the freedom driver continued to function as intended. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.